Event description:
It was reported that the camera head did not display an image. This event occurred during preparation for use of a therapeutic procedure. There are no reports of patient harm.

Manufacturer narrative:
Updating: e2, e3, and h4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus. The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: no image was caused by water intrusion into image capture and cables. The results of the investigation did not lead to an identification of the failure. The investigation revealed corrosion on the electrical contacts and a puncture on the lock lever. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Health professional ¿ (blank) and occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head did not display an image. This event occurred during preparation for use of a therapeutic procedure. There are no reports of patient harm.